Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforated uterus associated with a novasure endometrial ablation') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine fibroid, dyspareunia, amenorrhea, incontinence, dyspareunia, anemia, irregular menstruation and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pelvic pain/pain"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraine/headache") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("back pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vulvovaginal mycotic infection, migraine, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, headache, migraine, pelvic pain, uterine perforation, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2011. Leaving behind the essure coil with 2 trailing coil rings visible in the endometrial cavity, the identical procedure was performed on the contralateral tube, leaving 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, coil, symmetrically placed. No free spill. Hooklike appearance of the distal coil on the right as described. Symmetrically placed coil. There is a hook-like appearance of the distal right coil question if this is due to tubal configuration, could not entirely exclude tubal perforation. Mammogram - on an unknown date: bilateral craniocaudal and mediolateral oblique views were obtained, in addition to magnification and spot magnification views of the left breast in the craniocaudal and mediolateral oblique projections, sonographic images of both breasts were obtained in the sagittal and transverse planes using an 11 mhz transducer; on an unknown date: negative for intraepithelial lesion or malignancy. Smear cervix - on (B)(6) 2018: atypical glandular cells on cervical papanicolaou smear: unspecified abnormal cytological findings in specimens from cervix uteri. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received. Events per pfs: infection (bladder/ urinary tract/vaginal) type: yeast, migration of essure device, migraine/headache, perforated uterus associated with a novasure endometrial ablation, fallopian tube perforation were added. Patient's medical history was added. Essure insertion date was updated. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.